Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became less sensitive and the customer had to press the button a few times to engage the screen. The pump turned on when plugged into a power source and the customer was able to access the pump features. Blood glucose was 129 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.